Manufacturer narrative:
Manufacturing review: the history records of lot anxf1333 have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Visual inspection: the sample was returned. The safety clip was missing upon receipt. The tuohy borst valve was tight, and the 2-way stop cock was open. The distal end of the handle and the proximal end of the catheter near the strain relief were noted to be severly bent. The stent graft was in place and not released. Functional/performance evaluation: functional testing could not be performed due to poor sample condition. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for deployment failure and outer catheter break, based on the condition of the returned sample. The stent graft could not be released during functional testing, as a break in the outer sheath of the delivery system was identified. The stent graft deployment could not be functionally tested, as a break was identified in the outer sheath of the delivery system . It is unknown when or how the outer sheath broke. As such, the definitive root cause of the reported event is unknown based on the available information. It is unknown whether procedural issues contributed to the event. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft procedure in the axillary vein, the stent graft could not be deployed at the lesion site. After several unsuccessful attempts were made to deploy the stent graft, the entire device was removed and a new stent graft was used to complete the procedure. There was no reported patient injury.